Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after the placement of a maverick external fixation system, during treatment, the surgeon stated that a maverick swivel attachments became loose over time. In order to solve this another surgery was required to replace the loosen maverick swivel attachments. Current health status of the patient.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device does not reveal any defects. A functional evaluation reveals the device was tested and the clamps were able to be tightened and did not untightened with pressure applied. The engineer found that the device was not tightened tight enough by the surgeon to hold over time. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Per subsequent email, it was reported, the patient is alive and required another surgery and now has 4 new clamps. The surgeon indicated the clamps loosened and she was not sure why or how. In addition, the surgeon reported this adverse event did not cause a delay in healing. It was reported there were no images to be provided for review. Since the status of the patient is unknown, the impact to the patient beyond that which has already been reported is unknown. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that the devices should be cleaned and/or inspected prior to sterilization and reuse may increase risk of breakage, failure, patient infection, patient injury and revision surgery. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.